Event description:
Adverse event: incorrect treatment. Malfunction: low energy; user error. The system operator reported that they accidently treated a patient's right eye with the treatment plan for the patient's left eye. Additional information was provided by the facility. The patient's prescription for the right eye was loaded into the laser and confirmed. The laser promoted an energy check, thus necessitating exiting the treatment. Following the energy check, the technician re-entered the prescription, but accidently entered that of the left eye. No one at the site confirmed the re-entry of the treatment plan and the discrepancy was not noted. The prescription for the left eye was used on this patient's right eye. The intended treatment plan and the delivered treatment plan are very similar. The patient had his first check up and appears to be doing well. They do not feel that the patient has suffered harm and the surgeon is hopeful that no further treatment will be needed. The site is not alleging any problem with the laser equipment, and has put a process in place to assure that every prescription is confirmed just prior to the treatment.

Manufacturer narrative:
Determination of root cause: assessment: tech services assisted the facility by phone. The site is not alleging any problem with the laser equipment, and has put a process in place to assure that every prescription is confirmed just prior to the treatment. Conclusion: based on the results of the investigation, the root cause was a data entry error resulting in an incorrect treatment. (B) (4)